Event description:
Event description guidant received information that this patient was enrolled in a clinical study and at a follow-up visit, upon interrogation of the pacemaker it was noted that autocapture (ac) was failing the auto testing reporting that ER is inadequate. A surface electrocardiogrm revealed that the device was not capturing at the programmed outputs. High threshold measurements and loc were the reason that ac was failing the test. It was reported that there were no patient symptoms with the loss of capture (loc).